Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on 04/26/2016 to report that on (B)(6) 2016, the patient experienced an out of range error. No additional patient or event information is available.